Manufacturer narrative:
Email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
UDI section, model and catalog number of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown as lot number has not been provided. Product code and 510k based on complaint description of device as portex bivona trach 7.0 tts. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported via phone that a patient was using a portex bivona trach 7.0 tts, but when caregiver checked the cuff, they noticed that it was not even and lopsided. Additionally, another trach cuff the patient was using yesterday was leaking. No patient injury or delay in therapy.